Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number pbj468, and no non-conformances were identified. Investigation summary: one paper lid and one empty labeled winding former of product code 8805, lot pbj468 was returned for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle popped off while surgeon was using the device. There were no adverse patient consequences reported.